Manufacturer narrative:
Section age or date of birth, weight, ethnicity: unknown, not provided. 2020 is the estimate year of when the incidents occurred. The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there were a couple of patients who presented with inflammation along the side cut. Those patients completely resolved with increased steroid use. No additional information was provided. This report is 1 of 2.